Event description:
Pt who states he was shorted last month on cassettes and also reported having to waste a few cassettes due to pump alarming occlusion when there was nothing external kinking the line. This has happened 3-4 times with cassettes from the same box. Pt does not have cassettes available for investigation or lot numbers. Pt changed out cassette each time it occurred and pump ran with no further issues. No adverse events resulted and no lapse in therapy. Lot #'s for cassettes not provided. Unknown if cassettes are available for return. No further info provided. Pt code: 4582. Device code: 1013. Reference: mw5176474; mw5176475.